Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter received a questionable low elecsys total psa immunoassay result for one patient from the cobas e 801 module. The erroneous result was reported outside of the laboratory, but was questioned by the pathologist as it was lower than the free psa result. The initial total psa result was 0.0199 ng/ml and the repeat result was 9.93 ng/ml. There was no allegation of an adverse event. The reagent lot number was 31574000 with an expiration date of 31-jul-2019.

Manufacturer narrative:
It was noted that the sample was run 3 times. The first run did not produce a result due to a data alarm. The alarm trace shows show several sample low alarms. The provided instrument check data is within specification. The sample foam detection camera was not activated therefore no picture could be provided. The investigation did not identify a product problem. The cause of the event could not be determined.